Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the "patient felt that over the past 6 months his continence was not as good." A new aus device was implanted. Additional information received states the patient's device was implanted approximately 20 years ago. There were no device failures and the patient was "good" following the surgery.